Event description:
It was reported, short gamma nail was used for intertroch fracture. Distal screw missed the distal hole of the nail. Upon examination of hospital owned gamma 3 target, a crack was discovered at the metal to carbon tiber interface. Target was removed from service.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.